Event description:
It was reported that this left ventricular (lv) lead showed under sensing, low amplitude signals and a significant drop in pacing impedance since several months ago. It appeared that the lv leas was sensing cross chamber atrial signals. It was then identified that the lv lead had dislodged, therefore it was explanted and a new lv lead was implanted at the same procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this left ventricular (lv) lead showed under sensing, low amplitude signals and a sinificant drop in pacing impedance since several months ago. It appeared that the lv leas was sensing cross chamber atrial signals. It was then identified that the lv lead had dislodged, therefore it was explanted, and a new lv lead was implanted at the same procedure. No additional adverse patient effects were reported.